Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0428226v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387-40, lot# j0444274v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The patient had an MRI on his head and shoulders to check the hematoma which caused the implantable neurostimulator (ins) to lose programs/ information. The MRI was done every few years. The patient was indicated for movement disorders. No further information was provided. If additional information is received, a follow-up report will be sent.